Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. Correction d5: operator of device was corrected from lay user/patient to healthcare professional. Correction h10: the FDA device code(s) of the additional products listed in the manufacturer narrative were corrected from a1412, a0708, a141204 to a1412, a141204. Product event summary: the pump ((B)(6)) and two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the units passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Review of the controller log files revealed that controller (B)(6) was the primary controller and controller (B)(6) was the backup controller. Review of the controller log files associated with controller (B)(6) revealed an increase in power consumption and estimated flow starting on (B)(6) 2021 leading to parameters above the normal operating range, followed by a decrease in power and flow on (B)(6) 2021. Review of the alarm log files revealed 12 low flow alarms were logged since (B)(6) 2021. A manual vad stop event was logged on (B)(6) 2021 at 16:38:44 and was followed by 3 vad stopped alarms at 16:39:10, 16:40:36 and 16:41:04, indicating that the pump failed to restart after multiple attempts. Review of the controller log files associated with controller (B)(6) revealed a controller power up event on (B)(6) 2021 at 16:41:49. Prior to the controller power up event, the controller last had power on (B)(6) 2021 at 07:49:57, indicating that the controller was likely powered up during a controller exchange, which corresponds with the reported event details. Review of the alarm log file revealed 97 vad stopped alarms were logged on (B)(6) 2021 between 16:42:56 and 17:34:16, indicating that the pump failed to restart after multiple attempts. As a result, the reported event was confirmed. Information received from the site indicated that, in addition to the high pump power and vad stop events, the patient experienced right heart failure associated with increased creatine kinase, glutamic-oxaloacetic transaminase and plasma free hemoglobin levels following the ventricular assist device (vad) implant procedure. The device thrombus was suspected. The patient was treated with nitrous oxide inhalation and received two lysis therapy treatments of intravenous (IV) alteplase. The next day, the patient experienced acute renal dysfunction associated with persisting diuresis and increasing potassium levels. The patient also experienced hepatic dysfunction associated with increased glutamic-oxaloacetic transaminase levels. The patient received hemofiltration. Additional information received indicated that the patient was treated with recombinant tissue plasminogen activator (rtpa) lysis treatment that was successful, which correlates with the decrease in power and flow observed in the controller log files on (B)(6) 2021. Although the returned pump testing did not reveal evidence of thrombus within the device, considering that the lysis treatment was successful, it is likely that a thrombus was ingested within the device at some point in time. It was further reported that the pump did not start after the driveline extension removal, which correlates with the observed manual vad stop event followed by vad stopped alarms observed in the log files. The patient's cause of death was reported as a vad thrombosis. As per the instructions for use, the driveline extension cable should only be used during the pre-implant wet test. It should not be connected when the vad is running. Based on the investigation conducted the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after multiple attempts, likely due to thrombus formation/ingestion. Per the instructions for use, device thrombus, hepatic dysfunction, renal dysfunction, worsening heart failure and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products d4: serial #: (B)(6), d9: yes, return date: 11-feb-2021, h3: yes, dev rtn to MFR? Yes, h6: FDA device code(s): a1412, a141204, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d10, d4: serial #: (B)(6), d9: yes, return date: 11-feb-2021, h3: yes dev rtn to MFR? Yes, h6: FDA device code(s): a1412, a141204, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d10, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b1, b2, b3, b5, b6, b7, d6a, e1, h1, h6, additional codes a supplemental report is being submitted for corrections. B1 corrected from adverse event to adverse event product problem. B2 outcome attributed to adverse event corrected from intervention required to death. B3 date of event corrected from (B)(6) 2021 to (B)(6) 2021. B5 description of event problem corrected from 'it was reported that the patient experienced renal dysfunction associated with increasing potassium and persisting diuresis. The patient was treated with hemofiltration. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.' To 'it was reported that following the ventricular assist device (vad) implant procedure, the patient experienced right heart failure and a suspected vad thrombus associated with increasing creatine kinase, glutamic-oxaloacetic transaminase and plasma free hemoglobin levels and the vad exhibiting increased flow and speed. The patient required nitrous oxide inhalation and a right vad was implanted. The patient also received two lysis therapy treatments of intravenous (IV) alteplase. The vad suddenly stopped and a vad exchange could not be performed due to the patient's reanimation supported by extracorporeal life support and the patient receiving maximum doses of catecholamines that were unsuccessful. The following day, the patient experienced acute renal dysfunction associated with persisting diuresis and increasing potassium levels. The patient also experienced hepatic dysfunction associated with glutamic-oxaloacetic transaminase levels up to 6815 mg/dl. The patient received hemofiltration. The patient subsequently died.' B6 laboratory data corrected to (B)(6) 2021: glutamic-oxaloacetic transaminase 6815 mg/dl. B7 relevant history corrected from 'ischemic heart failure, hyperlipidemia, hypertension, implantable cardioverter defibrillator (ICD) implant, diabetes mellitus type 2, stroke, smoking' to 'ischemic cardiomyopathy, hyperlipidemia, hypertension, implantable cardioverter defibrillator (ICD), type two diabetes mellitus, stroke, smoking.' D6a implanted date corrected from (B)(6) 2021 to (B)(6) 2021. E1 fax number corrected to (B)(6). H1 type of reportable event corrected from s erious injury to death. H6 patient codes corrected from e130501 to e0514, e0611, e1104, e130501 and device codes corrected from a24 to a1412, a141204. Additional codes corrected from f08, f12, f23 to f02, f1901, f2301, f2303. Additional information has been requested regarding the dates of the event and the patient's cause of death, but these were not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the ventricular assist device (vad) implant procedure, the patient experienced right heart failure and a suspected vad thrombus associated with increasing creatine kinase, glutamic-oxaloacetic transaminase and plasma free hemoglobin levels and the vad exhibiting increased flow and speed. The patient required nitrous oxide inhalation and a right vad was implanted. The patient also received two lysis therapy treatments of intravenous (IV) alteplase. The vad suddenly stopped and a vad exchange could not be performed due to the patient's reanimation supported by extracorporeal life support and the patient receiving maximum doses of catecholamines that were unsuccessful. The following day, the patient experienced acute renal dysfunction associated with persisting diuresis and increasing potassium levels. The patient also experienced hepatic dysfunction associated with glutamic-oxaloacetic transaminase levels up to 6815 mg/dl. The patient received hemofiltration. The patient subsequently died.

Event description:
It was further reported that the pump did not start after the driveline extension removal. Several unsuccessful tries were performed with two controllers but the ventricular assist device (vad) did not restart again and the patient expired.

Manufacturer narrative:
A supplemental report is being submitted for additional information. B5 adding more details, and adding two controllers with coding. Additional products d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller, catalog #: 1420-controller, expiration date: 31-jul-2021, serial or lot#: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 16-jul-2020, h5: no, h6: patient ime code(s): e0514, e0611, e1104, e130501, h6: imf code(s): f2303,f2301, f1901, f02, h6: device code(s): a1412, a0708, a141204, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿controller 2.0, d4: model #: 1420-controller, catalog #: 1420-controller, expiration date: 31-jul-2021, serial#: (B)(6),UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 16-jul-2020, h5: no, h6: patient ime code(s): e0514, e0611, e1104, e130501, h6: imf code(s): f2303,f2301, f1901, f02, h6: device code(s): a1412, a0708, a141204, h6: FDA results code(s):c21, h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B5 description of event problem corrected to include that one day after vad implant, the patient showed signs of experiencing a vad thrombus associated with increased vad power. The recombinant tissue plasminogen activator (rtpa) lysis treatment was successful. Following treatment, the driveline extension cable was removed and the vad did not restart. The patient's cause of death was reported as a vad thrombosis. E1 fax number corrected to (B)(6). G2 report source corrected from foreign, health professional, study to foreign, health professional, study, company representative. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that one day after vad implant, the patient showed signs of experiencing a vad thrombus associated with increased vad power. The recombinant tissue plasminogen activator (rtpa) lysis treatment was successful. Following treatment, the driveline extension cable was removed and the vad did not restart. The patient's cause of death was reported as a vad thrombosis.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the vad destination therapy post approval study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced renal dysfunction associated with increasing potassium and persisting diuresis. The patient was treated with hemofiltration. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.